Event description:
Liva nova/microport provided the following information: inappropriate shocks were reported on this lead. The interrogation revealed an rv coil impedance of 200 ohms beginning in (B)(6) 2020. Device therapy was turned off.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, recorded between december 8th, 2019 and june 30th, 2020, showed the rv pacing impedance fluctuating between 200 and 600 ohms. An impedance test performed on june 6th, 2020, recorded the rv pacing impedance at less than 200 ohms, as indicated in the complaint. The analysis of the provided iegm episodes noted artefacts in the rv channel, which led to the reported oversensing and inappropriate shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.